Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/29/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of cyst is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side cyst. Healthcare professional later reported left rupture. Device remains implanted.